Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio determined that the cause of the reported issue was a hybrid layer capacitor (hlc) battery, designator bt3, on the analog pcb assembly. It became electrically shorted and leaked electrolyte and as a result would no longer hold a charge. The customer received a replacement device.

Event description:
The customer contacted physio-control to report that their device was displaying the service indicator. Upon evaluation of the customer's device, physio observed that the device was also displaying the battery and attention indicators. Also, the device would not remain powered on to download device data, or to charge and shock. There was no patient use associated with the reported event.